Manufacturer narrative:
The implant date of (B)(6) 2011 is an approximate date. Only the year (2011) is known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because they experienced recurring urinary incontinence. The existing aus was explanted and replaced with a new aus consisting of two 3.5 cm cuffs, a pump, and a balloon. The patient was transferred to recovery at the end of the procedure. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.